Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited noise, oversensing, high impedance, undefined impedance, elevated sensing integrity counter (sic), t-wave oversensing (twos), high rate non-sustained episodes, non-sustained ventricular tachycardia, and was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.